Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and performed a total system check. The cse found the reaction tray wash unit (wud) overflowing in the reaction tray (rrv) and there was sample build up blocking the nozzles from moving up and down. The cse cleaned the wud nozzles and tubing. The cse ran tests and quality controls (qc), which recovered acceptably. The cause of the discordant, falsely elevated glucose results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated glucose (glu) results were obtained on 2 patient samples on an advia chemistry xpt instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate advia chemistry xpt instrument. The repeat results were lower than the discordant results. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated glu result.